Event description:
In 2009, the patient reported she received an e4 (occlusion) error on her insulin infusion device while trying to deliver 13.5 units of insulin. She was instructed to disconnect from her infusion headset and prime the tubing which she did without error. She said she last changed her headset three days prior. She was advised to change her headset. She stated she had elevated blood glucose of 383 mg/dl and had not eaten anything because of this. She was assisted with checking her device bolus history and it showed 12.3 units of insulin had been delivered. She inserted a new headset and bolused .7 to fill the cannula. On follow up with the patient the day after report, she stated her readings have been returned to her normal range of around "138 mg/dl" and she has had no further e4 errors. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.